Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "doesn 't come through light" was confirmed, and further defects were detected. In total the following defects were detected: led not lighting up, blade damaged, adhesive points on camera head worn, leak on camera head, leak between plug and cover. The device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The instructions for use for product 8403bxc describe that a functional and visual inspection must be carried out before use (usb825_en_v1.1_IFU_ce-MDR), during which the wear and tear and damage should have been noticed. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has dim light. No negative impact in state of health reported.